Event description:
A customer reported that their insulin pump experienced a rapid decrease in battery charge, resulting in an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.